Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to perform displacement test due to no button response. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damaged cracked battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.